Event description:
Event description guidant received information that the physician was not satisfied with the longevity of this device. It has reached replacement time after being implanted over 50 months.